Manufacturer narrative:
A ge rep evaluated the system and replaced both gpos, and usb hub, reloaded system software using disk provided with system, reloaded the cal files after flashing the nodes, unit booted up error free, able to x-ray error free, checked and verified the keyboard and screen operations. Checked unit operations, unit functions as intended.

Event description:
Customer reported that the keyboard and the touch-screen intermittently did not work. No pt injury was reported.